Event description:
It was reported that high impedance was observed on the patient's vns. It was stated that the physician believed that the electrodes had come off of the nerve due to trauma as x-rays showed the leads in a ¿¿u¿ shape instead of a ¿j¿ shape¿. The patient was referred for replacement surgery. Follow up with the company representative revealed that it was unknown when the last known good diagnostics were and that the patient's physician had retired at the end of the year. X-ray images were received from the surgeon's office. Per the images received, the connector pin appears to be fully inserted inside the connector block. The placement of the generator appears to be normal. The feed thru wires seem intact at pin site. The lead wires at the connector pins seem intact. No gross fractures or sharp angles were able to be visualized in the images provided. There appears to be a segment of a previous vns lead near the strain relief bend, which, in addition to the lateral view, could have led to the physician¿s assessment. There does not appear to be any issues with the location of the electrode replacement that would indicate that they are not attached to the vagus nerve. Based on the x-rays received, the cause of the high impedance cannot be determined, though a microfracture cannot be ruled out based on the images provided. The physician's assessment that the electrodes have detached from the nerve seemed to be based on the high impedance, the extra lead present in the x-rays, and the occurrence of trauma to the patient. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns was disabled due to the high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.